Manufacturer narrative:
Age at time of event: ¿70s¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07406. It was reported that rotawire fracture occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use to treat the target lesion. During preparation, the physician was able to cross the wire to the target lesion easily and loaded the burr into the wire. Furthermore, the rotaburr flush was on and dripping. Once platforming was started outside the patient's body, the physician asked to drop down the ablation speed to 140,000rpm; however, it was noted that a weird sound was heard and the rotawire snapped in half just distal to the diamond edge burr. The procedure was aborted and replaced with a different device to complete the procedure. There were no complications reported.

Manufacturer narrative:
Age at time of event, describe event or problem, init reporter sent to FDA, complaint source(s), device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that the core wire was broken at 195cm from the proximal end due to rotational wear. Dimensional inspection revealed that the overall length could not be measured due to the device condition. The outer diameter (od) of the distal tip, middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The expected functional life of the rotawire is 5 minutes for the total number of individual burr run times." (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07406. Reported via voluntary medwatch/maude report# (B)(4). It was further reported that upon assessing the patient¿s vital signs, the physician aborted the procedure and proceeded with percutaneous coronary intervention (pci).

Manufacturer narrative:
Device evaluated by manufacturer: the most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07406. Reported via voluntary medwatch/maude report# (B)(4). It was further reported that upon assessing the patient¿s vital signs, the physician aborted the procedure and proceeded with percutaneous coronary intervention (pci).